Manufacturer narrative:
Based on the investigation performed by the manufacurer,we can attribute the blood glucose/sensor glucose discrepancy during this period to the ref channel instability. The sensor glucose values stabilizes after this period which coincides with the stability of the ref channel.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(4) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.